Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure due to difficulty charging the implantable pulse generator (ipg). The device was retained by the facility and will not be returned for analysis. Postoperatively, the patient is reported to be recovering well and has demonstrated expected coverage.

Manufacturer narrative:
Block b3: the approximate event date indicates that difficulty with charging began after an orthopedic procedure approximately one year ago.

Event description:
It was reported that the patient with a spinal cord stimulation (scs) device underwent a replacement procedure due to difficulty charging the implantable pulse generator (ipg). The device was retained by the facility and will not be returned for analysis. Postoperatively, the patient is reported to be recovering well and has demonstrated expected coverage.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. Record review revealed no additional information related to the complaint. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established. Block b3: the approximate event date indicates that difficulty with charging began after an orthopedic procedure approximately one year ago.